Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a carb.b.surgery zekrya fg 23mm broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Summary: involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused bur is available for evaluation. Nothing unusual to report was found during DHR review (batch #1804615). Root causes are not identified. We will track this kind of event and monitor the trend.